Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that asymmetric z-syndrome was observed approximately one month after the lens was implanted. Capsular fibrosis and posterior capsular opacification (pco) were also observed. Regarding impact to vision, the patient developed significant residual refractive error. Furthermore, the patient also reported seeing halos since the surgery. It was stated that a yag capsulotomy was performed in order to treat the pco and the z-syndrome. Nearly three months later, the lens was then explanted and replaced with one of a different model. In the surgeon¿s opinion, the z-syndrome was due to capsular contraction. The patient¿s prognosis is said to be good.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found both plates with the haptic arms torn off and are missing. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint based on the information provided the most probable root cause is "patient related"(capsular contraction).